Event description:
The sensormedics customer reported that the 3100a ventilator did not meet a performance specification. While doing the performance check, the pressure transducer would not zero and span correctly. There was no patient involvement.